Manufacturer narrative:
An event regarding a disassociation involving securfit shell was reported. The event was confirmed upon visual inspection of the device. Method & results: device evaluation and results: visual inspection was performed as part of the material evaluation and indicated the following comments: examination of the returned device with engineer indicated that the device is severely worn. Mar is required to fully confirm that no identifiable material discrepancies have occurred. Visual inspection was performed as part of the material analysis report (mar), dated 10-september-2019. This inspection indicated... Optical/visual analysis: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Biological material was observed on the proximal surface of the shell. Damage consistent with the implantation/ explantation process was observed on the distal surface of the shell. Damage consistent with contact against the locking wire was observed on the distal surface of the shell. The locking wire was likely deformed out of the channel on the liner and was impinged against the liner and shell causing the damage observed on both surfaces. A material analysis has been performed. The report concluded: damage was observed on the shell and liner consistent with contact against the locking wire. The locking wire was likely deformed out of the channel on the liner and was impinged against the liner and shell causing the damage observed on both surfaces. Based on the given information, no identifiable materials discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patients right hip was revised due to disassociation of the constrained liner out of the acetabular shell. Intra-operatively, the metal ring of the constrained liner was reported as broken ("snapped"), and the inner edge of the shell was reported as being assymetric due to wear. A 54mm series ii acetabular shell, 50mm howmedica osteonics constrained acetabular insert, and stryker femoral head were revised to a trident ii shell with 6 screws, a trident constrained liner, and another stryker femoral head. Rep confirmed there were no allegations against the femoral head. The explants are available for return. Otherwise, rep confirmed that no further information is available.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the constrained liner out of the acetabular shell. Intra-operatively, the metal ring of the constrained liner was reported as broken ("snapped"), and the inner edge of the shell was reported as being asymmetric due to wear. A 54mm series ii acetabular shell, 50mm howmedica osteonics constrained acetabular insert, and stryker femoral head were revised to a trident ii shell with 6 screws, a trident constrained liner, and another stryker femoral head. Rep confirmed there were no allegations against the femoral head. The explants are available for return. Otherwise, rep confirmed that no further information is available.